Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000364553 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text: device discarded/

Event description:
The hospital reported that during a coronary artery bypass procedure, in the process of loading the hst iii system (3.8mm) according to the IFU, the seal was folded by pressing step 1 wings, but the seal was not folded normally and the seal came loose. Through the inside of the window, it was confirmed that the seal did not enter the delivery device properly. When the seal was placed inside the aorta, it didn't unfold. There was almost no blood loss. The surgery was completed successfully using a new product, and there were no problems with the patient. There was no procedural delay. Per photos provided by the complainant, it is observed the heartstring is in the plastic tray. The tension spring assembly is observed to be loaded in the delivery tube and the seal in an unfolded state. Evidence of blood is observed in the delivery device and on the seal.